Event description:
Caller reported blood glucose results of 409 mg/dl, 56 mg/dl, 199 mg/dl, hi, which on the system indicates a result in excess of 600 mg/dl, and 240 mg/dl on aviva system 1, 59 mg/dl, 95 mg/dl, and 89 mg/dl on aviva system 2 within 14 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).